Manufacturer narrative:
This report filed january 8th, 2016. Device remains implanted.

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, january 8th, 2016.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2016, and the patient was reimplanted with another device during the same surgery(?). This report filed february 26th, 2016.

Manufacturer narrative:
This report is filed on july 19, 2016.